Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a flex arm it was reported that the flex arm malfunctioned. There was no patient involvement/symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that this is an intra-op event. Pre-op diagnosis was lumbar disc hernia and procedure involved was med. The product was used in patient's table. There were no patient complications reported regarding the event. The exact malfunction associated with the reported device was removal failure: it cannot be removed at all when a staff tried to come off.